Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by a vad coordinator that the pt was experiencing chest pain and "red heart" alarms with a suspected pump stop while in the local community. The pt was alert and oriented at the time but it took them al day to transfer back to the implanting center. By the time he arrived, the cardiologist determined that the lvad pump had been off for many hours. It was noted that the history screen reported powers of 25 watts and flows of o. The pt started to deteriorate and became symptomatic. The cardiologist and the surgeon agreed to disconnect the lvad pump and place the pt on ECMO and plan for an exchange the following week. Additional information received confirmed that the lvad was exchanged for another lvad on (B)(6) 2012. A clot in both the inflow conduit and outflow graft was visible.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer investigation is completed.